Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, customer loaded a new cartridge to resolve the issue and declined further troubleshooting with tandem technical support. The customer's blood glucose level was 130 mg/dl.